Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable-pump won't run" alarm that was unresolved with power off and restart. Pt. Prefers not to remove cassette. Per reporter the residual volume was 12.2 ml, rate 2.1, given 84.85 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.